Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure stent damage occurred. The 90% stenotic lesion was located in the calcified and severely tortuous mid left anterior descending artery. The physician advanced the 2.5x16mm taxus liberte stent to the lesion, but was unable to cross. When the device was removed from the patient, the physician observed that a stent strut was lifted. There were no patient complications. The procedure was completed with an non-bsc stent. Patient status is reported as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)